Event description:
It was reported that the patient never had therapeutic effect and the implantable neurostimulator (ins) could not be programmed to work. The patient experienced a burning sensation at the pocket site every once in a while, but the week prior to report the burning sensation had been 'bad' and constant. The patient turned the implantable neurostimulator on the morning of report, but had been uncertain if the device and programmer were truly on. It was confirmed with the patient programmer that the ins was off. It was unknown if the ins had been on for the last year. The patient fell and broke her femur and had surgery in approximately 2010. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v167800, implanted: 2008 (B)(6), product typ lead; product ID 3037, serial# (B)(4), implanted: 2008 (B)(6), product typ programmer, patient. (B)(4).